Event description:
It was reported that balloon rupture occurred. The target lesion was located within an unspecified stent in the subclavian artery. A 9.0 x 60, 75 cm mustang balloon catheter was selected and advanced for post dilation. However, upon first inflation at 16 atmospheres, the balloon burst longitudinally. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a tactile and visual examination found the unit with no defects on the catheter and tip sections of the device. There was a longitudinal tear stretching from the distal markerband to the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located within an unspecified stent in the subclavian artery. A 9.0 x 60, 75cm mustang¿ balloon catheter was selected and advanced for post dilation. However, upon first inflation at 16 atmospheres, the balloon burst longitudinally. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.